Event description:
Info received indicates there is no communication to the nurse station from the bed. No nurse call.

Manufacturer narrative:
The tech isolated the issue to damaged pins where the communication cable connects to the bed. The cable and connector were replaced to repair the bed.